Event description:
Hcp reported the patient had a failed pump and a displaced catheter. The pump was explanted and returned to the manufacturer. A follow up report will be sent when additional information is received.